Event description:
The customer is concerned with erratic results being generated by the aeroset analyzer for the ict (integrated chip technology) module assays of sodium, chloride and potassium. The customer would only give one example of an initial pt result for potassium at 2.4 meq/l that repeated at 3.1 meq/l on a different aeroset analyzer in the lab.the customer would not provide any pt info. The customer is not testing for electrolytes on the suspect analyzer and is requesting a service call. There is no impact to pt management reported.